Manufacturer narrative:
A titan touch pump, and cylinders 1 and 2 were received for evaluation. A separation was noted in the longer exhaust tube at the tube/strain relief junction of the pump. This was a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Abrasion was noted on all pump tubes. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the longer exhaust tubing at the tube/strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2019 and revised on (B)(6) 2021 due to the patient complaining of a malfunction of the implanted titan device. The patient was unable to inflate it as the pump was very hard. The surgeon straightened the tubes by pulling them down and pushed the pump forcefully and it worked, but after 2 weeks the patient came back to the clinic and asked for changing of the device.